Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion during therapy not confirmed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer had not tried different cannula lengths. The customer mentioned that the insulin was not being reused or mixed, or was expired or denatured. The customer reported that the sites were rotated and inserted into sufficient sub q tissue. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.